Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during a gastric bypass procedure. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the valve seal was not intact and the balloon appeared to have a cut in it. Functionally, the balloon was inflated; a leak was detected from the cut in the balloon. Additionally, the flapper valve did not function properly. The device was forwarded to engineering for further evaluation of the broken flapper valve. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the main seal was observed to be out of position. The balloon cut reported in this complaint is not present in the unit. The valve door was detached from the body. The balloon was inflated and no leaks were detected in the balloon. The flapper valve did not function. Valve door on the assembly was stuck. The main seal was removed and the valve door was out of the position to pivot properly. The valve door was disengaged from the unit pivot mechanism. Replication of the broken flapper valve is related to improper handling of the device. Forceful, prolonged handling of the device could have detached the main seals of the device. The valve door becomes stuck during the removal of instruments through the trocar, disengaging the door of it pivoting area. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.